Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that on an unknown date, a type iii (unknown) was confirmed. No clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information was received. It was reported that a type three separation endoleak is highly possible. However, since the junction area is secured with a three-stent overlap, the physician suspects type ii endoleak from the bronchial artery as a possibility. The endoleak type has not been determined. There are no plans for an intervention and the patient is being monitored.

Manufacturer narrative:
(B)(4).